Manufacturer narrative:
(B)(4). Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. This medwatch follow-up is to correct medwatch #(B)(4), which had incorrect dates submitted. The actual date that should have been submitted for both entries is: (B)(6) 2017.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update - medical records received. After review of the medical records for MDR reportability, dor (date of revision) (B)(6) 2016 noted. From the medical records received, it appears that the asr cup, sleeve, and uni components were all explanted, based upon the competitor products noted for implant. Records indicated procedure performed as revision of right total hip cup and acetabulum. No revision operative notes provided for the explant procedure. No labs provided to indicate metal ion values. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: this complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient suffers from pain and elevated ion levels.